Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. The ok keypad button was intermittently responsive to user presses; all other keypad buttons functioned properly. The keypad cover was removed, and contamination was found under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, a keypad button response issue, and contamination under keypad button contacts. This report is made based on results of investigation completed on 10/21/2014.